Manufacturer narrative:
Issue traced to external power supply; resolved by customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that external signal input was not displayed on the flexvision monitor on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.